Event description:
The customer reported via telephone call that the blood glucose fluctuated and that he is sensitive to insulin. The blood glucose reading had been as high as 400 mg/dl and then down to 175 within 20 minutes. He reported that the insulin pump did not display a blood glucose when threshold suspend was activated and is not completely aware of low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.